Event description:
It was reported that the pt's right knee was revised due to pain in (B)(6) 2011. Upon revision, it was noted the patella was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.